Manufacturer narrative:
Product event summary # product ID# 5076-45. The full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated, the distal conductor of the lead became extrinsically fractured due to over-rotation, the helix of the lead was extrinsically bent, visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the helix of the lead "got stuck" and would not deploy. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).